Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via ar-1588rt-j acl tightrope rt sutures broke, and the graft became loose. The suture came off the chinese finger trap. A new product was used to complete the case. This was discovered during a procedure on (B)(6) 2024. Additional information received on 7/8/2024: this was discovered during an aclr procedure. This occurred when the graft was being implanted. The case was completed using a new ar-1588rt-j acl tightrope rt. The case was briefly delayed; however, additional anesthesia was not administered. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Upon visual inspection, it was noted that the suture tightrope rt was broken, and the white and black suture was not returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.